Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator was in use on a patient who had undergone surgery. The same day the clinicians noticed that the generator was connected incorrectly with the wrong leads. It was further reported that this was corrected, however the next night the patient developed severe arrhythmia and asystole and it was noted that the generator shuts itself down for no reason. A new external pulse generator was used for the patient. Finally, it was noted that when the generator was delivered to the medical tech department it was noticed that it was marked as "please do not use this device" however someone had taken it from the inventory and used it again. The generator is expected to be returned for service but has not yet been received. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis it was noted that the stated reason for return of the device "shutting down for no reason" was not able to be confirmed. No observations or anomalies were found. Failure analysis was performed on the device. Visual inspection observed case crack near the patient connector. Bench analysis was performed. When the device was opened, the battery contacts were noted to be discolored but appeared to be clean and have proper form. More case cracks and broken case bosses were observed. Conclusion: could not verify reported event. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.